Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer was able to open the drawer but not the pocket. The customer reported that the malfunction occurred while dispensing the medication and resulted in a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the customer was able to open the drawer but not the pocket. The customer reported that the malfunction occurred while dispensing the medication and resulted in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer (fse) diagnosed the issue and found debris obstructing the drawer. After clearing the debris and resetting the cubies, replacements were installed. The customer then confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.